Event description:
A 46mm valiant thoracic stent graft system was implanted in a pt for the endovascular treatment of a descending thoracic aortic aneurysm two months ago. Vessel morphology was reported as there was little to no vessel tortuosity or calcium in either the iliacs or the aorta. It was reported that the index procedure was completed with no complications. The pt was up eating and talking, etc. For 8 hours post operatively, the day of the procedure and then suddenly expired with no symptoms or changes in vital signs. The autopsy report states that the cause of death was due to a retrograde type a dissection.

Manufacturer narrative:
(B)(4). (Dissection; death). Evaluation, conclusions: no conclusion can be drawn.